Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted: (B)(6) 2005; 694765 lead, implanted: (B)(6) 2008. The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis.

Event description:
It was reported that there were signs of pre-erosion at the device site. The device was removed. No further patient complications have been reported as a result of this event.